Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was slow feeding clips and the clips that fired were scissored. This was after the tenth firing; there were clips in the area that they were firing in. The surgeon was the user, no other information was available. They completed the procedure with another like device. There was no patient consequence reported.